Event description:
It was reported that during an open gastrectomy procedure, the device would not open after firing. They attempted to reverse the knife blade but the device still would not open. Per the surgeon, during firing the device felt and sound fine. The device was removed by cutting it from the tissue. The area was over sewed. A second device was used to complete the procedure. These are all the devices known.

Manufacturer narrative:
(B)(4). Damaged joint cover. The analysis found that one device was returned in good visual condition and with one ecr60b cartridge loaded in the device. In addition, the knife was not fully retracted, thus the device would not open. The cartridge reload was received fully fired and in good visual condition. The knife was returned to the home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The knife reverse feature worked as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.